Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation co-ordinated by synthes (B)(4). Report received indicates that the tip of the drill bit partially broke off. The microscopic view of the broken surface does not show any anomalies of the material quality. The available dimensions were checked and found to be within specification. Further investigation regarding the mfg and raw material documents shows conformity to the specification. No product or material fault could be detected.

Event description:
The 1.8 mm drill bit broke while drilling in bone. Broken bit was left in pt's bone.